Manufacturer narrative:
The lot number for the reported malfunction was not provided, therefore, a lot history review will not be performed. The device was not returned for evaluation, however, medical records were provided and reviewed. Therefore, the investigation is confirmed for filter tilt. Based on the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
A review of the reported information indicates that model unknown vena cava filter allegedly tilted. The information was received from a single source. One patient was involved with no reported patient injury. The male patient is (B)(6).